Event description:
The following was reported to davol by an attorney for the patient: on (B)(6) 2000 - a bard kugel hernia patch, small circle, 8 cm x 8 cm, was used to repair the patient's hernia defect. On (B)(6) 2008 - the bard kugel hernia patch was explanted. Patient continued to experience abdominal pain and discomfort after his hernia repairs.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.